Event description:
It was reported that a patient death occurred. The target lesion was located in the severely calcified conduit segment of mid-right coronary artery. A 1.50mm rotapro was selected for use. During the procedure, when rotablation was performed, the st elevation rose. The rotablation was attempted again, but there was a lack of flow due to the ablation with the burr and minor dissection at the site which may have caused acute obstruction. Only the proximal side was treated, leaving the distal with remaining stenosis and discontinuation of the procedure. By inserting the intra-aortic balloon pump (iabp) and administering drug, the flow was improved. The device was removed from the patient, without any problem, and the procedure was completed. The following day, the iabp was removed because the patient's condition was stable. However, following removal, the patient's condition worsened and cardiac arrest lead to patient death.